Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during automatic right ventricular (rv) threshold testing with this pacemaker, rv lead and programmer approximately two years ago, a health care professional (hcp) reported that the device did not recognize loss of capture (loc) and the programmer did not end the testing and continued decrementing. The patient appeared to lose consciousness momentarily and fell back in the chair. No additional adverse patient effects were reported. Evidence suggests that this product remains in service.